Event description:
Obtained a non-repeatable negative vitros hcg reuslt on a sample that generated positive results on an alternative method. Biased hcg results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.